Manufacturer narrative:
The device was returned to olympus for inspection. Based in the results of the investigation, a definitive root cause of the observed burn in the device camera cover could not be determined, however, the issue was likely the result of the use of a high-energy treatment device (such as a high-frequency device) without ensuring a sufficient distance from the tip. The event can be detected/prevented by following the device IFU sections below: gastrointestinal videoscope olympus gif-xz1200 operation manual chapter 3 preparation and inspection: 3.3 inspection of the endoscope: inspection of the endoscope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the gastrointestinal videoscope was found to exhibit a burn on the camera cover. There was no patient involvement, and no harm reported as a result of the event..